Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument and performed a device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was disassembled and the conductor wire was found to be broken at the proximal end of the main tube. The wire was likely pinched between the main tube and output roll gear which, over time, caused the wire to break as the instrument was articulated. A review of the instrument log for the monopolar curved scissors (mcs) (pn: 470179-19, batch/lot-sequence: n10181112-0094) associated with this event has been performed. Per logs, the mcs was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 6th use of the instrument. As of 4/16/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported based on the failure mode noted in failure analysis investigations indicating the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had issues with delivering cautery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, the initial reporter indicated that they could not provide additional information.